Manufacturer narrative:
The subject device was investigated by olympus, and the phenomenon was confirmed that the coagulation output was not activated when the coagulation pedal was stepped on. And it was found that the outer tube of the cable was damaged and the cable of the coagulation output was disconnected inside the tube. Pulling the cable with twist or it was stepped on by the workstation or a foot of a man may have caused the damage to the cable. It is thought that because of the damaged cable, the coagulation output was not activated when the coagulation pedal was stepped on. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that during the tur procedure, when the cutting was done with the cutting mode, bleeding occurred. The user tried to coagulate with the coagulation mode, but the foot switch did not work, and he could not activate the output. The coagulation was done with other device of the facility, and the bleeding was coagulated at the bleeding point. The procedure was completed and there was no pt injury reported.